Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon likely occurred because communication between the processor and the camera head was impossible due to damage to the cable or the camera head. The damage to the cable or camera head is considered to have been caused by user handling. Regarding the cable damage, the following descriptions are identified within the instruction manual: do not coil the camera cable with a diameter of less than 20 centimeters. Never excessively pull the camera cable, but straighten it gradually when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. In addition, per the investigation activity regarding the other issue identified within the initial report (rear cover label found faded), this specific issue has no potential to cause or contribute to death or serious injury if this was to recur.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of "reading camera head error when plugged in" was not duplicated. However, there was no image displayed due to faulty cable unit. In addition, the rear cover label was found faded. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, a camera head error was observed when the video connector was plugged in. It is unknown if the intended procedure was completed. There was no patient injury reported.